Event description:
Consumer alleges that the nebulizer is getting hot and making noise. No injury alleged.

Manufacturer narrative:
RMA 859599861 has been initiated for this issue. Model irc1700 serial number/date code (B)(4) is approximately 5 years and 2 months old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers is a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.